Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and complex regional pain syndrome type I. It was reported the patient was not receiving full therapeutic benefits. There were no environmental/external/patient factors that may have led or contributed to the issue to the knowledge of the representative. A dye and roller study were done with no abnormal findings on (B)(6) 2016. The representative was not present for the studies. The patient was scheduled for a revision on (B)(6) 2016 but did not show up. It was unknown if the issue was resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' The event date was unknown. The patient was to be contacted to reschedule by the facility. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.